Manufacturer narrative:
The dealer is unaware of how the issue occurred. He is not certain if the caster bent immediately before the patient fell or if it had become bent some time prior and then the patient continued using the lift. The lift is a rental and is serviced between patients. The current patient has been renting the lift since (B)(6) 2017. The reported weight of the patient is (B)(6) pounds, which is within the weight capacity of 450 pounds for the 9805p lift. Following the incident, the dealer provided the patient with a new rental lift, and a pair of replacement casters were sent to the dealer to repair the subject lift. After the casters were replaced, the dealer then noticed that the right leg was also bent upward slightly. A quote was issued for a replacement base assembly; however, the dealer advised that he ended up discarding the lift. Therefore, the device is not available for further analysis. Since the manufacture of this device, updates have been implemented to the caster assembly and base assembly design specifications and incoming inspection process in order to prevent recurrence of this issue. (B)(4).

Event description:
The dealer reported that the 9805p lift has a bent fork stem on the right rear caster, and the lift is not level with the ground. The patient had reported that they fell from the lift, and the dealer believes that the bent caster caused the lift to be unstable, resulting in the fall. No injuries were reported.